Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was placed on the left bundle branch area pacing. Initially, thresholds and impedances were within normal limits; however, immediately after the impedances in unipolar and bipolar mode and thresholds climbed. When they turned the lead body to remove the lead the helix appeared to be bent and stretched and would not retract a locking stylet was used to help remove the lead successfully. The physician opted to use another lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the helix was stretched out. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was placed on the left bundle branch area pacing. Initially, thresholds and impedances were within normal limits; however, immediately after the impedances in unipolar and bipolar mode and thresholds climbed. When they turned the lead body to remove the lead the helix appeared to be bent and stretched and would not retract a locking stylet was used to help remove the lead successfully the physician opted to use another lead. No adverse patient effects were reported.